Manufacturer narrative:
UDI number: ni. The reduction screw was not available for evaluation, however a photo of an x-ray was provided and confirmed the closure top migrated post-operatively. Based on information provided by the reporter, the incorrect instrument is used to hold the reduction screw in place during closure top installation. Testing using a reduction screw retained by the manufacturer found this allows the tulip of the reduction screw to splay open and the closure top to cross-thread within the tulip so that it does not tighten appropriately. Since the closure top was not tightened appropriately, it migrated post-operatively. The labeling was reviewed and does provide instructions related to the correct instrumentation to use with the screw. Reference report 3012447612-2018-01016.

Event description:
It was reported that a patient presented with pain approximately two weeks post-operatively. A scan found one of the closure tops had migrated. A revision surgery is planned, but has not yet been performed. Device testing by zimmer biomet spine personnel found that the reduction screw contributed to this event.